Event description:
It was reported that a spectrum infusion pump didn't alarm or respond when the door was opened during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem "does not alarm or respond when the door is opened" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed upper hook switch. The upper auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.